Manufacturer narrative:
The investigation determined the issue was resolved by the service actions.

Manufacturer narrative:
The customer manually cleaned the sample probe, performed air purges, performed probe washing maintenance and probe check maintenance, and reset the system multiple times. The field service engineer found a clot in the sample probe and replaced it. Controls and precision studies passed.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 6000 c (501) module. The reporter provided an example of one patient sample with discrepant results for ca2 calcium gen.2. No questionable results were reported outside of the laboratory. The sample initially resulted in a calcium value of 0.1 mg/dl and it repeated as 9.1 mg/dl. The calcium reagent lot number and expiration date were requested, but not provided.